Event description:
Philips received a complaint by the customer on the v60 indicating that the device went black while in use on a patient but kept ventilating. It was reported that there was patient involvement at the time the issue was discovered, but no patient or user harm was reported. The remote service engineer (rse) confirmed with the customer that the device still appeared to operate even though the lcd backlight was not working. The rse provided the customer with the parts ID for a user interface (ui) assembly and informed the customer that the ui assembly was backordered without an estimated time of arrival. The ui assembly replacement aligns with the recommended repair of the reported malfunction per the service manual. The repair for this unit cannot be conducted at this time due to the part being on back order. The material has already been requested, and an order for the part was placed. When the part becomes available, the repairs will be performed and completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00089. All information from the original report(s) has been transferred to this report.